Event description:
It was reported by the patients representative that the implanted femoral nail bent 5 months postoperatively.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.